Event description:
On (B)(6), 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue density by using maxcore device. It was reported that during the procedure the device allegedly unable to obtain sample. Further, it was reported that the firing button was slightly stuck but could still be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. In the first photo shows the product labeling information which matches and verifies with the tw details. In the second photo shows the maxcore device inside of the package with in fully prime position. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to obtain sample and failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. It was reported that during the procedure the device was allegedly unable to obtain a sample. It was further reported that the firing button was slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.